Manufacturer narrative:
Additional information d9, h3, h6 and h10: baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the issue was unable to be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue, with no action required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump running by itself with no set installed. The event happened before the first clinical use (obf) at the biomed service department. There was no patient involvement. No additional information is available.